Event description:
The customer reported high blood glucose. Customer stated that he changed site and blood glucose kept going up, his blood glucose was 511 mg/dl at the moment and morning it was 210 mg/dl, he ate and took 14.7 grams of insulin and blood glucose became 445 mg/dl. He thinks the insulin pump was not working. Troubleshooting was done. Customer's blood glucose was 511 mg/dl. Troubleshooting was done. Checked the blood glucose again and it went down to 400 mg/dl. Customer stated that health care provider told him that he gave himself too much of insulin and they lowered the carb ratio and advanced the basal and still nothing. Customer treated high blood glucose with the insulin pump. Performed high pressure test and test passed. It was also found that the cannula was bent. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.